Event description:
Ous MDR - it was reported that about 4 years after the implantation, oversensing on this right ventricular lead was observed. It was decided to exchange the lead and return it for analysis. Subclavian crush was suspected. No adverse patient side effects were reported apart from the surgery for the lead replacement.